Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. In-house testing was performed using the returned meter with in-house contour next test strips from lot # 9cped04a, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer ate meal and took insulin. Three hours later, the blood glucose testing was performed on the contour next link meter and following readings were obtained: 102 mg/dl, 182 mg/dl, 117 mg/dl and 177 mg/dl. The testing was also performed on a non-ascensia meter and a reading of 44 mg/dl was obtained. All readings were obtained within 10 minutes. The customer was experiencing symptoms of hypoglycemia such as shakiness and dizziness. The customer ate apple sauce. There was no allegation of an adverse event. The advocate was advised to return the product for evaluation. The advocate stated that they used all the test strips involved in the event and therefore, the test strips are not expected to be returned. A replacement meter kit was sent to the customer.